Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient on a cobas e 411 analyzer (disk system). The initial result was <5 pg/ml. The repeated result was 32.28 pg/ml. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the nurse didn't believe the initial result.

Manufacturer narrative:
The qc was acceptable. A general product problem was excluded. The field service representative performed checks but found no cause for the issue. The investigation did not identify a product problem.